Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was in the ER earlier than week for a low blood glucose of 22 mg/dl. The customer was unsure of what caused the low, so she called to have her carbohydrate setting on her insulin pump adjusted. She confirmed that prior to her hospital visit an unspecified alarm went off and could not be cleared; her blood glucose dropped and the ambulance picked her up. The customer does not remember any other details leading to her hospital admission. No products were shipped or returned.